Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had over seven hundred sensing integrity counters and noise on lead marker channel was present. The lead had a confirmed fracture. During the lead extraction, the lead broke in two at the clavicle and was successfully extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.